Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The chemical indicator (ci) changed color correctly. The subsequent bi results were both negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators when the load is released prior to reprocessing.

Manufacturer narrative:
Medical device: lot #: correction from 30617282 to 3061728. Expiration date: correction from 10/2018 to unk. UDI #: correction from (B)(4) to (B)(4). Device manufacture date: correction from 11/2/2017 to unk. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was could not be reviewed since the lot number provided is invalid and the customer was unresponsive to multiple attempts at confirming the lot number. Trending analysis by lot number was not performed since the lot number provided was not a valid number. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive bi was not returned for analysis and further evaluation. Retains testing was not performed since the lot number was not available. An issue with the sterrad® 100s sterilizer is unlikely since the cycle passed and the ci disc changed color correctly. There is insufficient information to determine an assignable cause. The lot number provided by the customer was an invalid lot number. Multiple attempts to follow-up with the customer were made to confirm the lot number, but were unsuccessful. Should additional information be received at a later date, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).